Event description:
Baxter (B)(4) received a report that an infusor had flow difficulty during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.